Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact support if the issue happened again and confirmed understanding of these instructions.